Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, wear abrasion, crease fold. Microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage. Device lot number: 542976.

Event description:
Patient reported a right side rupture, lumpiness, capsular contracture baker grade IV, silicone migration, and it's swollen. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/20/2015. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture, lumpiness, capsular contracture baker grade IV, silicone migration, and it's swollen. Device has been explanted.